Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced unintended stimulation in the groin area. As a result, surgical intervention was undertaken on (B)(6) 2016 during which time the entire scs system was explanted.